Manufacturer narrative:
Hypopigmentation that was alleged to have persisted for approximately 2 years is being reported as a serious injury. Hypopigmentation is an known event with coolsculpting treatment. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting elite treatment to the abdomen and presented with hypopigmentation.